Event description:
It was reported that the lead exhibited high impedance and had dislodged. The physician plans to reposition the lead. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv lead impedance between 680 and ~1000 ohms between (B)(6) 2013. Subsequent weeks, lv impedance stable around 350 ohms.